Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 21dec2023, the customer confirmed that the issue was resolved by reseating the data acquisition (da) printed circuit board assembly (pcba) and verifying the solenoids pins were properly aligned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto zero failed error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the alarm occurred after 20 minutes of running the device. In the customer biomedical shop, the issue was duplicated, and the proximal pressure sensor auto zero failed error code was confirmed in the event log. The rse recommended that the customer perform the following troubleshooting steps: verify the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba) and then replace the proximal autozero solenoids 3 and 4 if the issue persisted. The customer stated they would attempt the troubleshooting steps and was provided with replacement part information for the solenoids. This investigation is ongoing.